Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed while a nurse was trying to issue the medication. A single cubie was failed within drawer 2.1 but was instantly recoverable. This incident did not result in any delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubies were not showed as available at the station. A field service engineer inspected the drawer to identify the absence of visible cubies. The system functioned as intended after the field service engineer troubleshooted the device.